Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range shock impedances of greater than 200 ohms and high out of range pacing impedances of greater than 2500 ohms. The device was checked, and there were stored episodes with noise. There was no pacing inhibition of greater than 2 seconds. The patient noted some "stinging" in his left shoulder since implant. Additional information was received that, during visual inspection, it was determined this rv lead was fractured above the suture sleeve area. The patient noted he was in a fight, and this may have caused the fracture. As a result, this rv lead was surgically abandoned and replaced. No further action was taken regarding the stinging sensation in the patient's shoulder. The patient has had no further complaints since the lead revision procedure. No additional adverse patient effects were reported.